Event description:
It was reported that the patient passed away on (B)(6) 2013 from unknown cause. Per state law, the death certificate will not be released to the manufacturer. Follow up with the physician found that the patient had meningitis and head injury in 1987 and mild urinary retention. The response to vns therapy was seizure reduction. The patient was receiving therapy at the time of death. They believed cause of death is unknown. The patient was found dead reportedly with a vns magnet in hand. The physician did not have any recent lab reports or findings that were considered relevant to the cause or the presumed cause of death. An autopsy was performed. No other information was provided.

Event description:
The funeral home directed reported that there was no record of the patient's device being explanted. It is likely that the device was buried with the patient.